Event description:
It was reported that the middle tubing of a one-link standard bore extension set ¿popped¿, or burst. This occurred at the end of patient infusion, while the set was being used with a power injector or pressure device. The reporter stated that the pressure used was up to 303 pounds per square inch (psi) but the tubing was supposed to handle up to 325 psi. The reporter also stated that the connections were secure and there were no defects or occlusions noted prior to use. No issues were encountered earlier in the infusion, prior to the burst. There was no patient injury or medical intervention associated with this event, though a small amount of saline leaked onto the patient. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the reporter stated that the set had not been used in previous power injection cycles prior to the event. The power injector was set to 2.5 ml/sec using a weight-based dosing program and was last calibrated in (B)(6) 2013. The reporting facility had run hundreds of previous injections using other baxter sets without issues; this was the first occurrence experienced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection identified burst tubing. A clear passage test was performed by connecting the device to a pressure gauge and observing for bubbles; the device passed this test. A similar pressure test was then performed by connecting the device to a pressure gauge and submerging the set under water; the device failed this test at the tubing. A functional test was then performed in which the set was connected to a solution container, primed, allowed to flow, and observed for issues; the device failed this test. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported problem was verified. The cause of the problem is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.